Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead identified as dislodged with intermittent loss of capture and pacing inhibition during pre-discharge check. This lead remains in service. No additional adverse patient effects were reported.